Event description:
Failed agility type total ankle arthroplasty with fracture of talus. Peformed fusion of left ankle using fibular and autogenous graft with fibular head and retrograde rod, bone graft from proximal tibia. Short leg cast applied.